Event description:
It was reported that customer experienced high blood glucose which was 25 mmol/l and treated it with manual injection. Customer's current blood glucose was 21 mmol/l. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was active. Customer declined to trouble shoot. Customer stated that the cannula was bent. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.